Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("thin wire coils in the fallopian tubes/distal portion of wire coil device was discontinuous form the main from the main portion of the wire/breakage or fracture of the tip of the coil"), device dislocation ("migration of essure device-breakage of tip of coil and had moved") and genital haemorrhage ("heavy bleeding-abnormal/prolonged bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2006 to 2007. In january 2015, the patient had essure inserted. In march 2015, the patient experienced the first episode of dysuria ("painful urination"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), pruritus allergic ("itching sensation / allergic or hypersensitivity-itching"), the second episode of dysuria ("bladder or urinary problems: painful urination") and migraine ("migraines/headaches"). In april 2015, the patient experienced the first episode of stress ("stress"), the second episode of stress ("stress"), amnesia ("memory loss"), rash ("rashes on face, back and chest") and urinary tract infection ("uti"). In may 2015, the patient experienced back pain ("back pain") and pelvic pain ("pain"). In march 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding prolonged menses"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urine odour abnormal ("a metallic smell in her urine"), dysgeusia ("a metallic taste in her mouth"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with ibuprofen, surgery (underwent a bilateral salpingectomy to remove her essure devices) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, urine odour abnormal, dysgeusia, fatigue, pruritus allergic, vaginal haemorrhage, menorrhagia, the last episode of dysuria, vaginal infection, migraine, the last episode of stress, rash, allergy to metals, bladder disorder and urinary tract disorder outcome was unknown, the dyspareunia, back pain, pelvic pain and urinary tract infection had resolved and the amnesia and headache was resolving. The reporter considered allergy to metals, amnesia, back pain, bladder disorder, device breakage, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus allergic, rash, urinary tract disorder, urinary tract infection, urine odour abnormal, vaginal haemorrhage, vaginal infection, the first episode of dysuria, the first episode of stress, the second episode of dysuria and the second episode of stress to be related to essure. The reporter commented: on (B)(6) 2016, patient sought medical attention for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: she was told everything was fine nuclear magnetic resonance imaging - on (B)(6) 2016: thin wire coils in the fallopian tubes on or about march 2015, plaintiff performed an hsg test. *on or about (B)(6) 2016, MRI of plaintiff's pelvic area and observed thin wire coils in the fallopian tubes consistent with essure placement. He advised that the distal portion of plaintiff's wire coil device was discontinuous form the main from the main portion of the wire. Physician advised her concern for breakage or fracture of the tip of the coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New events added: bladder or urinary problems or changes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("thin wire coils in the fallopian tubes/distal portion of wire coil device was discontinuous form the main from the main portion of the wire/breakage or fracture of the tip of the coil"), device dislocation ("migration of essure device-breakage of tip of coil and had moved") and genital haemorrhage ("heavy bleeding-abnormal/prolonged bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2006 to 2007. In january 2015, the patient had essure inserted. In march 2015, the patient experienced the first episode of dysuria ("painful urination"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), pruritus allergic ("itching sensation / allergic or hypersensitivity-itching"), the second episode of dysuria ("bladder or urinary problems: painful urination") and migraine ("migraines/headaches"). In april 2015, the patient experienced the first episode of stress ("stress"), the second episode of stress ("stress"), amnesia ("memory loss"), rash ("rashes on face, back and chest") and urinary tract infection ("uti"). In may 2015, the patient experienced back pain ("back pain") and pelvic pain ("pain"). In march 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding prolonged menses"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urine odour abnormal ("a metallic smell in her urine"), dysgeusia ("a metallic taste in her mouth"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and pruritus ("itchiness on back"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy and underwent a bilateral salpingectomy to remove her essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, urine odour abnormal, dysgeusia, fatigue, pruritus allergic, vaginal haemorrhage, menorrhagia, the last episode of dysuria, vaginal infection, migraine, the last episode of stress, rash, allergy to metals, bladder disorder, urinary tract disorder and pruritus outcome was unknown, the dyspareunia, back pain, pelvic pain and urinary tract infection had resolved and the amnesia and headache was resolving. The reporter considered allergy to metals, amnesia, back pain, bladder disorder, device breakage, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, pruritus allergic, rash, urinary tract disorder, urinary tract infection, urine odour abnormal, vaginal haemorrhage, vaginal infection, the first episode of dysuria, the first episode of stress, the second episode of dysuria and the second episode of stress to be related to essure. The reporter commented: on (B)(6) 2016, patient sought medical attention for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: results: she was told everything was fine. Successful bilateral fallopian tube occlusion. Uterus within normal limits.. Nuclear magnetic resonance imaging: on (B)(6) 2016: results: thin wire coils in the fallopian tubes. Pelvic area and observed thin wire coils in the fallopian tubes consistent with essure placement. He advised that the distal portion of plaintiff's wire coil device was discontinuous form the main from the main portion of the wire. Physician advised her concern for breakage or fracture of the tip of the coil. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Event itchiness on back added. Event pruritus updated to pruritus allergic. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("thin wire coils in the fallopian tubes/distal portion of wire coil device was discontinuous form the main from the main portion of the wire/breakage or fracture of the tip of the coil"), device dislocation ("migration of essure device-breakage of tip of coil and had moved") and genital haemorrhage ("heavy bleeding-abnormal/prolonged bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of dysuria ("painful urination"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), pruritus allergic ("itching sensation / allergic or hypersensitivity-itching"), the second episode of dysuria ("bladder or urinary problems: painful urination") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced the first episode of stress ("stress"), the second episode of stress ("stress"), amnesia ("memory loss"), rash ("rashes on face, back and chest") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced back pain ("back pain") and pelvic pain ("pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urine odour abnormal ("a metallic smell in her urine"), dysgeusia ("a metallic taste in her mouth"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with ibuprofen, surgery (underwent a bilateral salpingectomy to remove her essure devices) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, urine odour abnormal, dysgeusia, fatigue, pruritus allergic, vaginal haemorrhage, menorrhagia, the last episode of dysuria, vaginal infection, migraine, the last episode of stress, rash and allergy to metals outcome was unknown, the dyspareunia, back pain, pelvic pain and urinary tract infection had resolved and the amnesia and headache was resolving. The reporter considered allergy to metals, amnesia, back pain, device breakage, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus allergic, rash, urinary tract infection, urine odour abnormal, vaginal haemorrhage, vaginal infection, the first episode of dysuria, the first episode of stress, the second episode of dysuria and the second episode of stress to be related to essure. The reporter commented: on (B)(6) 2016, patient sought medical attention for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2015: she was told everything was fine nuclear magnetic resonance imaging - on (B)(6) 2016: thin wire coils in the fallopian tubes on or about (B)(6) 2015, plaintiff performed an hsg test. On or about (B)(6) 2016, MRI of plaintiff's pelvic area and observed thin wire coils in the fallopian tubes consistent with essure placement. He advised that the distal portion of plaintiff's wire coil device was discontinuous form the main from the main portion of the wire. Physician advised her concern for breakage or fracture of the tip of the coil. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs was received. Events device dislocation vaginal bleeding, menorrhagia, dysuria, fatigue, vaginal infection, migraines/headaches, migration of essure, nickel allergy, stress, memory loss rash are added. Lab data updated. Concomitant & historical conditions & drugs are added. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("thin wire coils in the fallopian tubes/distal portion of wire coil device was discontinuous form the main from the main portion of the wire/ breakage or fracture of the tip of the coil") and genital haemorrhage ("heavy bleeding-abnormal/prolonged bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("painful urination"), urine odour abnormal ("a metallic smell in her urine"), dysgeusia ("a metallic taste in her mouth"), dyspareunia ("pain during intercourse"), back pain ("back pain"), fatigue ("fatigue"), stress ("stress") and pruritus ("itching sensation"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, dysuria, urine odour abnormal, dysgeusia, dyspareunia, back pain, fatigue, stress and pruritus outcome was unknown. The reporter considered back pain, device breakage, dysgeusia, dyspareunia, dysuria, fatigue, genital haemorrhage, pruritus, stress and urine odour abnormal to be related to essure. The reporter commented: on (B)(6) 2016, patient sought medical attention for the forgoing symptoms. Diagnostic results: on or about (B)(6) 2015, plaintiff performed an hsg test. *on or about (B)(6) 2016, MRI of plaintiff's pelvic area and observed thin wire coils in the fallopian tubes consistent with essure placement. He advised that the distal portion of plaintiff's wire coil device was discontinuous form the main from the main portion of the wire. Physician advised her concern for breakage or fracture of the tip of the coil. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.